Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving fentanyl (5000 mcg/ml at 1800 mcg/day), hydromorphone (15 mg/ml at 5.4 mg/day) and clonidine (300 mcg/ml at 108 mcg/day) via an implantable infusion pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported that the patient had been having increased pain over the pump. It was noted that the caller was unsure when the issue first began. Testing had been performed and the results were normal. It was noted that the patient has had a lot of falls with she believed contributed to the pain. The patient was given oral medication. No further complications have been reported as a result of this event. Additional information was received from a healthcare provider indicated that the patient stated that the pump was not working. No further complications have been reported.